Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced and two more leads were added for the neck and shoulder pain. The patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.